Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. In this case, a conclusive cause for the reported leak and a relationship of the product to the reported patient effects, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster stent was implanted to treat a perforation in the proximal right coronary artery (rca). However, the perforation was not completely sealed and the patient subsequently expired. No additional information was provided.